Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (2g stat dose, repeat on fourth day; route and duration not reported), ceftazidime (1g daily for fourteen days; route not reported), and intraperitoneal heparin (every exchange; dose and duration not reported) for the peritonitis. The patient was reported to be recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information is not available at this time.